Event description:
The customer alleges that at the beginning of an endoscopic sinus max ethmoid septoplasty for turbinate reduction, the hand piece leaked a nondescript fluid out of the nose and down the blade causing some leakage to make contact with the pt. The procedure was finished with the hand piece and did not cause any delays in the case or adverse consequences to the pt.

Manufacturer narrative:
The device has not been returned to MFR as of the date of this report. A follow up report will be made if the investigation findings require an update.